Event description:
In 2001 the end-user's spouse called medtronic minimed, USA and stated that the end user was hospitalized with dka, due to the fact that the infusion set was leaking at the reservoir/infusion set connection. Hosp stay lasted 2 days. On november 05, 2002 maersk medical a/s received the complaint and 1 used infusion set.